Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that unexplained high blood glucose has been experienced of 400 mg/dl at the time of incident and 312 mg/dl at the time of the phone call. The customer declined to troubleshoot their settings or pump programming and indicated that the cannula was previously bent. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. The customer was advised to monitor pump and high blood glucose.